Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2018, dtma1q1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance warning and high threshold alert on the left ventricular (lv) lead. Follow up yielded no information. The lv lead remains in use. No patient complications have been reported as a result of this event.